Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that the tubing of an ojr412vt optiflow junior 2 nasal cannula s ventilator kit had detached at the cannula tube joint during use on a patient use. The healthcare facility further reported that the patient experienced temporary desaturation. It was further reported that the patient became anxious, grabbed, and pulled the tubing which resulted in the cannula tube detachment. The subject cannula was replaced with another cannula to continue the therapy. There were no further consequences reported.

Manufacturer narrative:
(B)(4). Method: the subject device ojr412vt optiflow junior 2 ventilator transition kit s was not received at fisher & paykel healthcare (f&p) new zealand for an evaluation. Our investigation is based on the information provided by the healthcare facility, our knowledge of the product. Results: the healthcare facility reported that the tubing of an ojr412vt optiflow junior 2 nasal cannula s ventilator kit was detached at the cannula tube joint during use on a patient. Conclusion: without the subject cannula being returned for an evaluation, we are unable to determine the cause of the reported fault. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr412vt optiflow junior 2 ventilator transition kit s would have met the required specifications at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in france reported that the tubing of an ojr412vt optiflow junior 2 nasal cannula s ventilator kit had detached at the cannula tube joint during use on a patient use. The healthcare facility further reported that the patient experienced temporary desaturation. It was further reported that the patient became anxious, grabbed, and pulled the tubing which resulted in the cannula tube detachment. The subject cannula was replaced with another cannula to continue the therapy. There were no further consequences reported.